Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d4 (version or model no., lot no., catalog no., exp date., UDI no.), d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (investigation findings, type of investigation, investigation conclusions), h11. Corrected fields: d1, e3. The iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. And 7.5fr sheath was returned over the 8fr iab catheter. Investigation revealed on our purchase orders from your facility that 8fr iab and 7.5fr iab catheters were purchased in year 2024. Additionally, our material document list system revealed that the correct sheath was included the catheter kit. The 7.5fr sheath over the 8fr iab catheter is unlikely to have occurred within the manufacturing facility, as it occurred after shipment of the device and was out of getinge¿s control. A kink was observed on the catheter tubing approximately 65.5cm from iab tip. Two kinks were observed on the catheter tubing and inner lumen approximately 72.9cm and 76.2cm from iab tip. Additionally, the optical fiber was found to be broken within an inner lumen kink approximately 25.9cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the message of ¿iab optical sensor failure¿ appeared on the console. The getinge representative and customer reviewed the meaning of the message and all attempts at regaining the fo arterial pressure (ap) signal were unsuccessful. The transduced inner lumen was already connected to the pump, and it was utilized moving forward for the ap waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: mgr. Cicu additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).